Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "verify" was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that damage to the pump head door in the latch stop area, found as an ancillary condition, confirms the reported condition. The root cause of this condition was determined to be a damaged door latch. The pump head door was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with "verify". It is unknown when this event occurred or in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.